Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 925 mcg/day. It was reported that the pump was inverted on (B)(6) 2020. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included an x-ray. The patient was referred for a pocket revision, surgical intervention was planned but not scheduled. The issue was not resolved at the time of the report.